Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lump, nodule, and foreign object reaction with polynuclear giant cell reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of lump, nodule, and foreign object reaction with polynuclear giant cell reaction as follows: precautions for use ¿ "there is no clinical data available regarding the effectiveness and tolerance of a juvéderm® voluma¿ with lidocaine injection for patients with a prior or active auto-immune disease. The medical practitioner must therefore decide on the recommendation case-by-case, according to the nature of the disease and its associated treatment. Specific monitoring of these patients must be ensured. In particular, it is recommended to provide these patients with a double preliminary test and to refrain from performing injections if the disease is progressing." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the perioral region, oral commissure, and marionette line with unspecified juvéderm® voluma¿. Two months after injection patient developed a lump on the left side. Two months after onset the patient's general practitioner "remove these lump with an incision." Patient has "reuma arthritis in the anamneses in a severe stadium" and takes "several biologicas, medrol depo and prednison." When the patient switched medications to simponi they developed a lump at the right side. A few weeks after onset the physician injected hyalase to the right nodule and prescribed ciprofloxacine. The patient had "too many side effects of cipro" so they quit taking it. Patient underwent unspecified lab work which showed "hyaluronic acid with foreign object reaction with polynucleair giant cell reaction." The symptoms are considered product related but "not specific due to the juvéderm®" and suggested the patient's "auto immune system response was occurred to a not natural material."